Event description:
It was reported that during a da vinci prostatectomy procedure, the surgical staff encountered an image issue with the 12 mm endoscope, 30º where a half moon shape appeared. There were no missing or fallen pieces reported. Due to the reported issue, the surgeon made the decision to convert the da vinci prostatectomy procedure to open surgical techniques. No patient harm, adverse outcome, or injury was reported.

Manufacturer narrative:
The 12 mm endoscope was returned and evaluated. The reported customer failure mode was confirmed with the evaluation of the endoscope. The endoscope was received with mechanical damage to the distal window assembly hermetic seal resulting in fluid invasion and subsequent minor damage to optical components. Intuitive surgical, inc. (Isi) has attempted to contact the site to obtain additional information concerning the reported event; however, no additional information has been provided as of the date of this report. A follow-up MDR will be submitted if additional information is received. This complaint is being reported due to the following conclusion: the surgeon made the decision to convert the da vinci prostatectomy procedure to open surgical techniques after encountering an image issue with the endoscope.